Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. The visual inspection showed that the sideport tube was detached from the handle. The sideport tube was intact with no apparent issues. This report will be recorded and trended.

Event description:
The extension tubing of the flexcath steerable sheath was torn during a procedure performed in (B)(6). There was no patient injury.